Manufacturer narrative:
Chattanooga group took action with the client to confirm that the device had received the field correction. The client biomedical department staff had completed the software install and applicable chattanooga group forms. The client faxed in the applicable forms to chattanooga group to indicate the field correction had been completed. Chattanooga group updated the field correction files to indicate that both devices had been updated.

Event description:
FDA recall field correction effectiveness check. The FDA conducted routine effectiveness inspections of the devices to insure that the device had been updated with the software issued of the recent recall field correction. The FDA deemed that the devices had not been updated. The potential for pt skin burn and/or shock exist due to the recall/field correction software not being installed. This potential adverse event and/or product problem could result in a pt injury. No injury/adverse event occurred to a pt. Chattanooga group was notified of the FDA findings.